Event description:
It was reported that, when powered on, a 980 ventilator generated a constant alarm and went into an inoperative state. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se also saw that the exhalation flow sensor (evq) was not properly seated and missing proper seal. The se replaced the evq. The se performed calibrations and extended self-testing on the device and all tests passed.